Manufacturer narrative:
The customer¿s report of an infusion having ¿completed sooner that intended¿ was not confirmed. Physical inspection of the device noted the instrument seal broken. The platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The mechanism assembly was disassembled and occluder springs, occluder fingers showed no signs of physical damage and properly installed. Bezel bosses were intact. Log analysis shows on 7/13/2020 at 2:58 pm pcu (B)(6) (channel b) was powered up with pump module s/n (B)(6) (channel a) and source device pump module s/n (B)(6) the alaris system was programmed to a new patient with the lung profile. Pump module s/n (B)(6) remained idle throughout reported event. At 2:59 pm the source device pump module s/n (B)(6) alarmed for flo stop open. The unit was selected and programmed a pri infusion to guardrails IV fluids, ivf-no additives (drug ID 38) at a rate of 20ml/hr. And a vtbi of 5mls. Both the pvi and sec were at 0ml. At 3:13 pm the unit was selected and programmed a sec infusion to nivolumab 6 mg/kg (drug ID 55). During programming, a clinical advisory was received- use of 0.2-micron filter, entered a drug amount 395mg, diluent volume 150ml, patient weight 65.8kg at a duration of 30min. Rate = 300ml/hr. And a vtbi = 150ml; pvi 4.571ml, svi 0ml. At 3:29 pm the source device alarmed partial patient side occlusion and unit was restarted. The user selected the unit 3 additional times and selected start on the pcu. At 3:44 pm sec infusion completed and switched to the pri infusing for a pri rate = 20ml/hr. And the remaining vtbi = 0.429ml; pvi 4.571ml, svi 150.006ml. At 3:45 pm pri infusion completed and switched to the kvo infusion running for a kvo rate = 1ml/hr. And a vtbi = 0ml; pvi 5.001ml, svi 150.006ml. At 3:46 pm the unit was selected, and the sec infusion was restored and vtbi changed to 30ml. User received a clinical advisory ¿ specified vtbi will only deliver partial dose. The rate = 300ml/hr. And a vtbi = 30ml; pvi 5.039ml, svi 150.006ml. At 3:48 pm the unit was channeled off and system powered off. The total pvi 5.039ml, svi 150.006ml. Functional testing performed found the device delivering fluid within specification. The root cause of the reported over infusion was not identified. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 19mar2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 28oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the secondary infusion of nivolumab 395mg in 150ml diluent bag (2.63333mg/ml) was completed sooner that intended. The event was discovered when the nurse went back to assess the patient and noticed that the medication bag was empty. Furthermore, it was verified that the programmed rate of 300ml/hr was correct using guardrails drug profile "chemotherapy - lung". It was also noted that prior to the infusion, the set-up was double checked by two nurses. The medication was infused in approximately 16 minutes instead of the intended 30 minutes, and the pump indicated that the volume still left to be infused was 70ml with 13 more minutes of infusion time left. It was reported that the secondary infusion was connected to a primary infusion of normal saline. The event occurred at systemic chemotherapy unit. There was no patient impact; however patient did not stay for awhile even though it was recommended by the physician. The patient was then advised to go to the emergency department if any symptom is experienced. The hospital's biomedical engineer suspects that either an overinfusion or a possible back flow check valve failure has occurred.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the secondary infusion of nivolumab 395mg in 150ml diluent bag (2.63333mg/ml) was completed sooner that intended. The event was discovered when the nurse went back to assess the patient and noticed that the medication bag was empty. Furthermore, it was verified that the programmed rate of 300ml/hr was correct using guardrails drug profile "chemotherapy - lung". It was also noted that prior to the infusion, the set-up was double checked by two nurses. The medication was infused in approximately 16 minutes instead of the intended 30 minutes, and the pump indicated that the volume still left to be infused was 70ml with 13 more minutes of infusion time left. It was reported that the secondary infusion was connected to a primary infusion of normal saline. The event occurred at systemic chemotherapy unit. There was no patient impact; however patient did not stay for awhile even though it was recommended by the physician. The patient was then advised to go to the emergency department if any symptom is experienced. The hospital's biomedical engineer suspects that either an overinfusion or a possible back flow check valve failure has occurred.